Event description:
It was reported that an ilet insulin pump user experienced persistent hyperglycemia because the pump was frequently paused by the user to conserve insulin, resulting in the device not delivering insulin most of the time and high glucose readings more than half of the time, with a high blood glucose of 302 mg/dl. Symptoms included elevated blood glucose. Outcomes included need for troubleshooting and user education, with no alerts, alarms, or medical intervention reported. Investigation included review of device data, user interview, and assessment of use practices. Investigation of this case revealed use error related to routine pausing of insulin delivery rather than a device malfunction or leak. It was concluded that the event was attributable to user handling and insufficient understanding of pump operation; additional training was assigned to address proper pump use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.